Event description:
Event description cpi received information that during pre-use interrogation, this ventak mini implantable cardioverter defibrillator (ICD) exhibited several error codes, indicating charge timeout, and the ICD therapy counters had increased. The ICD was still in storage mode, and had not yet been programmed on. The ICD was returned to cpi for analysis.